Event description:
The customer reported that during an appendectomy, the handpiece never got a solid connection and there was no energy output. The surgery time was then extended by more than 1 hour. The pt was under anesthesia during this delay. The same handpiece worked fine when it was plugged into another unit. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The incident generator has been received and is under evaluation. When the unit evaluation is complete a follow-up report will be submitted.